Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio needle detached from the suture. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrosphinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio needle detached from the suture. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 23, 2015: the needle was found inside the capio cage and it was a clean break.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed that the capio cage was damaged. It was actuated (deployed) three times with the suture and the needle did not enter in the slot. The failure found were probably caused due to the device manipulation during the procedure and it could have been caused due to an excess of force on the tip of the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio needle detached from the suture. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 23, 2015. The needle was found inside the capio cage and it was a clean break.